Event description:
Follow up information was received from the reporter on 15-apr-2019: the patient was instructed to stop using the newly purchased eye cream, lumiere, and her symptoms resolved. Treatment reported as none. In the opinion of the reporter, the events were not permanent and treatment was not necessary to prevent a permanent damage.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event allergic reaction was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude impairment of a body function or permanent damage to a body structure and it cannot be ruled out that belotero balance was a suspect product. The device history record for belotero balance dermal filler lot 321306 was reviewed. A lot search was conducted on the reported lot and similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This case is related to (B)(4). This spontaneous report was received from (B)(6) and concerns a female patient (age, initials not reported) who was injected with one syringe of belotero balance to the tear troughs on (B)(6) 2019. Medical history positive for scratch to left cheek by her dog on an unspecified date. The site became infected and was treated with oral antibiotics. The symptoms resolved an unspecified time prior to patient's (B)(6) 2019 injection. Concomitant medications not reported. On (B)(6) 2019, the patient noticed erythema and swelling of the left cheek, which spread to the right cheek and increased in volume. The patient presented to urgent care and was treated with an unspecified antibiotic without resolution. She was prescribed a second antibiotic, described as "more aggressive", without resolution. On an unspecified date the patient was admitted to the hospital for treatment with intravenous antibiotics. The hospital physician felt the symptoms were related to belotero. Outcome reported as resolved. Lot number not reported. Follow up information was received from the injector on (B)(6) 2019: the patient's initials and age were reported. Medical history positive for hashimoto's thyroiditis and penicillin allergy. Concomitant medications reported as synthroid (levothyroxine) and progesterone. On (B)(6) 2019, the patient also began applying lumiere, an eye cream, under the eyes. She stopped the eye cream once her symptoms began (specific date unknown). On (B)(6) 2019, the patient presented to the hospital, was admitted, and saw the infectious disease (ID) physician. She was administered an unspecified antibiotic intravenously which did not help. Her white blood cell count was normal. According to the ID physician, the patient had an allergic reaction to "something," rather than an infection. Treatment for allergic reaction reported as steroids while in the hospital and a medrol dosepack (methylprednisolone) on discharge. The patient presented for follow up with the injector on (B)(6) 2019 and her symptoms were resolving. Causality reported by the injector as most likely related to the eye cream. Per the injector, the physician may not have known about the eye cream, which may be why he thought the symptoms were related to filler. Belotero lot number reported as 321306.